Event description:
Litigation alleges that patient experienced hip pain, causing difficulty ambulating and sleeping. Additionally, it is alleged that implant is releasing metal ions into patient's body.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. In addition to what were previously alleged, pfs alleges injury and limited mobility. After the review of medical records for MDR reportability, it was stated that the patient was revised to address femoral and acetabular component loosening. Revision notes reported grossly loose femoral component. Clinical notes reported of leg length discrepancy, osteonecrosis, antalgic gait, decreased range of motion, bursitis and tenderness. Laboratory result for metal ions is below 7ppb. Added stem, cup and cement product information.

Event description:
In addition to what were previously alleged, pfs alleges limited mobility and that the patient required trochanteric osteotomy. After the review of medical records for MDR reportability, it was stated that the patient was revised to address femoral and acetabular component loosening. Revision notes reported grossly loose femoral component. Extended trochanteric osteotomy was made to access the femoral canal since the trochanter was very adherent to the pelvis. Clinical notes reported leg length discrepancy. Osteonecrosis, antalgic gait, decreased range of motion, bursitis and tenderness. Laboratory result for metal ions is below 7ppb. Added stem, cup and cement product information.